Manufacturer narrative:
Probe shaft frosted during simulated use testing. After test, probe disassembled for further evaluation. Vacuum sleeve was the cause of the shaft frosting.

Event description:
2 probes froze up the shaft. Probes pretested fine but once placed, frosted up the shaft. Doctor irrigated the shafts with saline to protect the skin. Complaint 2 of 2.